Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant results on a patient. I-stat: 0.42 ng/ml at 12:04. I-stat: 0.18 ng/ml at 12:36 (repeat). Architect: <0.1 ng/ml at 13:20 (same sample). New samp[le drawn at 14:00 and sent to lab. Architect: <0.1 (new sample). The suspected discrepant results were released to a physician or caregiver. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). An investigation was completed on 02/16/2012 and a deficiency was identified. (B)(4). Details were provided with the action that was conducted in cooperation with the u.s. Food and drug administration.